Event description:
The customer reported, the monitors are flickering, and the system will not initiate x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the power supply connector. System operates as intended. (B) (4).